Manufacturer narrative:
(B)(4).

Event description:
It was reported that approximately six to seven months prior to this report, the patient moved his cell phone over his implantable neurostimulator (ins) and the ins went "haywire."

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3 9286-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).